Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. On an unreported date, the patient was hospitalized for peritonitis. The patient was treated with injection fortum 1 gram (route, frequency and duration not reported) and intraperitoneal injection of reflin 1 gram (frequency and duration not reported) for peritonitis. The action taken with dianeal therapy was not reported. The patient's recovery status and outcome of the event were unknown. No additional information is available.